Manufacturer narrative:
Correction (g1): contact office address: (B)(6). A batch record review indicates no discrepancies. A photograph was received and evaluated per procedure. An investigation was performed by the manufacturer of the device as follows: the retained product and complaints have been reviewed and no other issues or complaints of a similar nature have been documented. The product that is being regarded in this complaint is an older version of the dressing and therefore has an old version of the fitting. The fitting is now a barbed fitting that is rf welded, therefore this can be eliminated as the cause. All of the dressing are 100% tested before packing. Up to the point of packing the dressing subject to the complaint with a fault would have been rejected, meaning that the damage would have occurred either during or after packing the product. As packing is a manual process, there is a possibility that micro-damage could have occurred at the packing stage. As each dressing is a unique entity, there is no reason to suspect that any other dressings within this or other batches would be similarly effected. Root cause: likely due to damage during packing. Product is old version of product/fitting. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No manufacturing date provided. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported "dressing luer connection on tubing cracked or damaged. After applying and sealing the dressing in accordance with the recommendations, it turned out that the dressing did not keep tightness, and it was not possible to create a negative pressure in it. The tightness of the pump and the drain connecting the dressing was checked by convatec nurse. Evidently, the micro-damage was in the vicinity of the port or the tubing tab in the dressing. (After removing the damaged dressing and putting on a new one, a vacuum effect was achieved)." Photos depicting the reported complaint issue were provided by the complainant.